Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.0x15mm maverick2 monorail percutaneous transluminal coronary angioplasty catheter was ruptured. The lesion being treated was located in the 90% stenosed and calcified proximal left anterior descending artery (lad). The balloon crossed the lesion without any problems. The first inflation was performed up to 10 atmospheres (atms). The balloon was then ruptured on the second inflation at 10 atms. There were no pt complications or injuries reported. Pt status is listed as good. The procedure was completed with this device.